Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting variable pacing impedance measurements during a normal follow up visit for this patient. During a commanded lv pacing impedance test, impedance measurements were greater than 2000 ohms in lv ring to lv tip configuration. The caller performed additional testing and impedance measurements were between 1100 ohms to greater than 2000 without any patient movement. Sensing and threshold measurements were good. Impedance measurements of 840 ohms to 880 ohms were produced in lv tip to right ventricular (rv) coil and thresholds were also stable. The caller reprogrammed the lead to this configuration and turned on daily impedance measurements. No stimulation was observed during threshold testing. They will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.